Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on 05/20 the patient experienced diaphragmatic stimulation. It was noted that the lv lead pulled and the patient was scheduled for a lead revision. On 06/08 the patient presented for a lead revision and had stitch abscess. The area was opened and cleaned. The patient was given vancomyn.